Event description:
It was reported that there was an evidence of t-wave oversensing (twos) and as a result short vv counter was increased. It was also noted the physician was concerned about the possible cause (lead problem or device header/setscrew). The device sensitivity was changed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).